Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was having the same message on the handset that said retrieving pump settings and it didn't ever get them to the point where they could press the bolus button. Agent walked them through resetting the handset and clearing the data. They were able to connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. They stated the handset worked much quicker now.